Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized on (B)(6) 2017 with blood glucose of 307 mg/dl the customer did not mention any symptoms of their blood glucose levels. The customer was wearing the insulin pump at the time of hospitalization customer bolused through the insulin pump. Customer's blood glucose at the time of call was 274 mg/dl the customer was assisted with troubleshooting for high blood glucose. Customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions the product will not be returned for analysis